Manufacturer narrative:
This record is for the attached lecture abstract 017-5: a case of suspected breast implant illness after te/sbi reconstruction and hybrid reconstruction. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported via lecture abstract "pain, nighttime insomnia, palpitations, chest discomfort, pain extending from the left scapula to the spine, and sore throat and pharyngeal discomfort" and "capsular contracture baker grade unknown". The reported events of insomnia, palpitations, pain extending from the left scapula to the spine, and sore throat and pharyngeal discomfort have been deemed not related to the device. Treatment was reported as "hybrid method, a total of five fat injections; sbi replacements." This record is for the left side. Device was explanted and replaced.